Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The product was not returned to the manufacturer. Concomitant medical products: product ID: 6949, implanted: (B)(6) 2006; product ID: 5076, implanted: (B)(6) 2006; product ID: 4194, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported a participant in the (B)(4) experienced erosion ("wound was opened and wires w[ere] showing") or the device pocket. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.